Manufacturer narrative:
The actual device was returned to the MFR for physical eval and the complaint is confirmed with a pinhole on the film cassette. An investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within spec.

Event description:
A peritoneal dialysis pt has reported that dialysis solution was leaking out of the cassette and into the cycler. Clinic manager (cm) confirmed cassette leak but leak location could not be identified. Cm noticed fluid in pt's cycler cassette door after treatment. Cm stated that pt has suffered no ill effects as a result of the leak and required no medical intervention. Sample is available.